Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" -"to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." -"to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed" no harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective

Event description:
During an ablation procedure, it was reported that the, area around laser delivery probe initially heated slower than expected. After approximately one minute, minimal heat presented near the probe. After approximately three minutes of firing the laser, user stopped and monteris representative checked all laser fiber connections and noticed that the connector at the penetration panel was warm and enlarged. Laser fibers could not be removed from connector. To proceed, the backup laser fiber and laser fiber-penetration panel connector were utilized. Total delay was approximately 10 minutes. There were no patient complications reported in relation to this event.